Event description:
Us complainant reported the patient was on impella rp support and the placement signal was lost during attempted swan placement. No report of patient harm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for evaluation. Data logs were reviewed and 5s parameters change at time of "placement signal not reliable" alarm #(B)(4) are consistent with a broken sensor face with raw optical signal dropping to zero. Raw electrical placement signal remained stable at time of alarm. Additionally, a small spike in motor current with a speed deviation and deviation in pump flow right before placement signal not reliable (psnr) alarm occurred. A larger motor current with concurrent speed deviation and deviation in pump flow occurred after psnr alarm. Clinical details noted that at time of psnr alarm, physician was performing a wire insertion for swan placement. It was noted that placement signal was not visible on screen after alarm. The root cause of the optical signal issue was most likely due to a sensor face break. A trend chart was pulled for all impella rpsa pumps with failure mode of "optical signal issues" and a root cause of "damaged sensor". A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.